Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) split when entering the sheath and wouldn't advance. The user is unsure of the terminology of what part of the device split but states it is the white sheath. The inability to insert the device into the sheath was a direct result of the split. When the split was identified, another unknown mynx was opened and deployed successfully. There was no reported patient injury. The procedure was a diagnostic coronary with right femoral approach. The user is certified to the use of the device. The failed mynx never entered the body and was only attempted to be introduced into the sheath. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed with the stopcock closed. Neither the syringe nor the procedural sheath were returned for analysis. The sealant remained in the manufactured position, swelled by blood saturation; and a kinked condition was observed with the inner and outer sleeve. Due to the kinked condition of the sleeves, it did not cover the sealant, exposing it. No damages, or anomalies on the atraumatic wire were observed. No other outstanding details were noticed. Per dimensional analysis, the slit length was not verified due to the observed kink. The catheter usable length was measured, and results found it was within specification. Visual inspection at high magnification using a vision system showed that the sealant sleeve assembly presented kinked condition. The sealant remained in the manufactured position, swelled by blood saturation. Due to this condition, the sealant was exposed. The product history record (phr) review of lot f2306502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, a kinked condition of the sleeves were noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) split when entering the sheath and wouldn't advance. The user is unsure of the terminology of what part of the device split but states it is the white sheath. The inability to insert the device into the sheath was a direct result of the split. When the split was identified, another unknown mynx was opened and deployed successfully. There was no reported patient injury. The procedure was a diagnostic coronary with right femoral approach. The user is certified to the use of the device. The failed mynx never entered the body and was only attempted to be introduced into the sheath. The device will be returned for evaluation. Addendum: product evaluation demonstrates the sealant is exposed.